Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the mos1 battery status. The device was implanted for 49 months and 21 charging cycles were recorded in the icds memory. The memory content of the device was analyzed. The analysis revealed that the device automatically activated the backup mode, because it detected invalid memory content during an automatic signature check on (B)(6) 2020. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. Based on the available data the root cause for the backup mode activation could not be determined. In a next step, a stress test under different temperature environments was performed. The reported event was not reproducible. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. The device was reinitialized and worked as expected afterwards. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
After an implantation period of approx. 49 months, the ICD was explanted due to the field safety corrective action, bio-lqc, initiated in (B)(6) 2021. There was no particular complaint about the device performance.